Event description:
On sunday (B)(6) 2018, the vns device implanted in pt (B)(6) began discharging at a near-constant rate. The frequency of the device's activity became intolerance to (B)(6). On several occasions, throughout sunday, (B)(6) and monday, (B)(6), (B)(6) attempted to deactivate the device using the accompanying magnet and procedure provided. At times she had assistance from two different trusted individuals who ensured that the procedure was being followed as described in provided instructions. However, at no time would the vns device deactivate as a result of following said procedure. On monday, (B)(6), (B)(6) telephoned the office of her neurologist, dr (B)(6) , who was out for the day. The nurse on staff recommended that the device be taped to (B)(6) chest and that this would result in deactivated. (B)(6) did as instructed but, again, the device did not deactivate as promised. On tuesday, (B)(6), (B)(6) visited (B)(6) who deactivated device using the technology available to her. As of now, (B)(6) has left device in an inactive state, due to concerns about being unable to deactivate it at will, as had been promised prior to implantation.